Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump was squirting insulin when she attempted to change the infusion set. The blood glucose reading was unknown. The customer stated that her blood glucose levels had been running high for a few weeks. No alarms sounded from the insulin pump. She also reported that she tried to bolus 5 units of insulin into the air and nothing exited. The call was disconnected before troubleshoot could commence. Nothing further reported.